Event description:
It was reported to philips that the system's geometry module intermittently dropped out, preventing geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a diagnostic general surgery procedure, which was completed as planned, using the same room with a one-second delay on the brakes to lock in the longitudinal movement, not affecting the procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geometry controller of the system was dropping out intermittently. A review of the log file showed a sib gencan error due to defective ui module(s) and the speed controller in the control room not being detected. Upon troubleshooting, the rse found the geo controller to be faulty. To resolve the issue, the fse replaced the geo module tilt ort flexmove kit. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry module intermittently dropped issue didn't impact the completion of the procedure. The procedure was completed as planned on the same system, as the reported error did not have any impact on the procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.